Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) board and fuse. These parts were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the mobile view station (mvs) would not power on and that the line of power light was not illuminated. No patient was present during the time of the reported incident.

Manufacturer narrative:
The imaging system's mobile view station (mvs) power board was returned to the manufacturer for analysis. Reported issue was able to be duplicated by medtronic personnel. Visual inspection passed. Tested returned fuses. Fuses f9, f10, f11 are good. Fuse f12 is blown. Replaced f12, and installed mvs power board in imaging system. System readied and functioned as expected. Charging, 2d and 3d imaging were successful. The hardware investigation found that reported event was related to an electrical failure mode; fuse 12 was open.